Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had hardware low level failures alarm after second self test. Customer¿s blood glucose level was 260 mg/dl at the time of the incident and the current was 122 mg/dl. The customer was treated with the manual injection. Troubleshooting was performed. The customer reported that the high pressure test was performed and it was passed. Customer was advised to discontinue use of the insulin pump and revert to back up plan per health care professional. The insulin pump will not be returned for analysis.